Manufacturer narrative:
Wide spread corrosion within the internal components of the device was identified as the probable cause of he device overheating. Corrosion of the driveshaft and its bearings caused friction during rotation; this can result in the observed heat.

Event description:
The core impaction drill was sent for eval because it was giving an overheating message on the console during a procedure. A readily available alternate device was used to complete the procedure without any clinically significant procedure delay. No adverse event was associated with the device.